Event description:
It was reported that the expiration date on the product insert card did not match the one of the leg bag itself and that expiration date on card was 1996.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿ scan of an incorrect order/ error on the scan program.¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the expiration date on the product insert card did not match the one of the leg bag itself and that expiration date on card was 1996.